Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien reference #: (B)(4).

Event description:
Customer reported bravo capsule failed to detach. There was no harm to the patient or user.

Event description:
Customer reported bravo capsule failed to detach. There was no harm to the patient or user.